Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, b3, b4, b5, b7, d1, d4, d6, d9, d10, g3, g6, h2, h4, h6, h11. D10: item # 0100402075, revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14, lot # 2664417. Item # unknown, unknown shell, lot # unknown . Item # unknown, unknown screw x 2, lot # unknown . Item # unknown, unknown durasul 60/36 core polyethylene inlay, lot # unknown. Item # unknown, unknown protasul 20-36 head, lot # unknown. Item # unknown, unknown size l neck, lot # unknown . Item # unknown, unknown cerclage wires, dall-miles x 3, lot # unknown . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent left hip revision approximately 12 years and 1 month post implantation due to broken revitan stem. All components but the shell were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 0100402075, revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14, lot # unknown. G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision post implantation due to a broken revitan stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d10, g3, g6, h2, h4, h11. D10: item # 0100402065, revitan prox. Cylindrical 65, lot # 2679027. Item # 0101012367, cocr head 36/+4 'l' 12/14, lot # 2829233. Item # 0100013713, dural alpha insrt neutralmm/36, lot # 2834266. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Complaint can be confirmed through the returned product analysis. Examination revealed that the connection pin of the distal stem was fractured. The cocr femoral head remains mounted on the taper of the proximal part. The pe acetabular liner was also provided. No bone ongrowth was observed on the anchoring surface of the proximal component. However, horizontal polished lines can be seen on the medial surface of the component, indicating contact with the bone and may indicate loosening. Further, apparent abrasion marks on the posterior surface as well as on the neck can be seen, likely from the procedure. The fracture surfaces on both the proximal and distal fragments indicates a fatigue fracture, with the origin located on the lateral side. Bone attachment was evident across the anchoring surface of the distal component. Several abrasion marks as well as a bore hole are evident, likely stemming from the revision procedure. The cocr head as well as the pe liner show signs of wear. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.